Event description:
Dexcom was made aware on 03/08/2024 via web self-service, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching, a rash, and redness extending beyond the patch perimeter which occurred 4 days after the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. The patient's parent noticed the skin reaction on (B)(6) 2024 and removed the sensor the same day. Additional information was received by the patient's parent via email on 03/21/2024. It was reported that the patient consulted with a doctor on (B)(6) 2024, about the skin reaction, which had spread across his abdomen and up to his chest and was prescribed topical hydrocortisone 2.5 percent. They used that to treat the affected area and after treatment, the skin healed and there was no other patient effect from that skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).